Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On 6/2/2016, the reporter contacted animas and alleged the following: patient was in the shower and may not have heard cgm, and never looked at the pump but went only based on meter. Patient was stomping feet, was confused, unsteady, and had cognitive impairment and believes blood glucose was below 40 mg/dl. Patient was given sugar and was fine after that. This complaint is being reported because customer support attributed the hypoglycemia to training/misuse.